Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on january 26, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal and gastric varices during an endoscopic selective varices devascularization (esvd) procedure performed in the esophagus on (B)(6) 2025. During the procedure, it had no opening as the handle did not have a slot to secure the trip wire. Also, the steel wire was stuck. The procedure was completed with another different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on january 26, 2025: the handle did not have a slot to secure the trip wire.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal and gastric varices during an endoscopic selective varices devascularization (esvd) procedure performed in the esophagus on (B)(6) 2025. During the procedure, it had no opening as the handle did not have a slot to secure the trip wire. Also, the steel wire was stuck. The procedure was completed with another different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy.